Event description:
The customer reported that between (B)(6) 2024 (9:16 am) and (B)(6) 2024 (morning, the exact time is unknown), a patient was connected to an n17 patient monitor with bed ID 10 in the ICU department. The nurse remotely monitored bed ID 10 on the monitor bed ID 9 through the "remote view." The patient was found dead on the morning of (B)(6) 2024.

Manufacturer narrative:
The n17 patient monitor (associated with bed ID 10) was tested, and the unit performed per specifications. Logs were collected, and it was observed that during the time period of the incident, the monitor with bed ID 9 did not turn on the remote view function to observe the monitor with bed ID 10. The monitor of bed ID 10 generated appropriate alarms and was being monitored correctly. No device malfunction was confirmed.